Event description:
It was reported that during a coronary artery bypass graft procedure, the product locked out at 2 or 3 minutes after started using. Another device was used to complete the case. There were no adverse consequences to the patient.